Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) replaced the helium reservoir assembly and the chem sup,reuse,helium cylndr-3. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that prior to use on a patient, a helium leak occurred, and the tank was depleted overnight. There was no adverse event reported.